Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files that were provided by the account confirmed the reported power elevations; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported elevated ldh (lactate dehydrogenase) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center submitted multiple log files for review between (B)(6) 2020 and (B)(6) 2021. The files contain cumulative data from 05dec2020 at 05:02:19 through 14jan2021 at 07:16:20. Multiple elevations in pump power over 9 w were captured on (B)(6) 2020, (B)(6) 2021. Power reached a maximum of 13.1 w on (B)(6) 2020 at 21:25:37. Overall, power ranged from 6.3-13.1 w, estimated flow ranged from 3.9-11.9 lpm and average pulsatility index (pi) ranged from 2.1-5.3. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) provides an explanation of each of the pump parameters, including power. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also outlines the recommended anticoagulation therapy and inr range, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30apr2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that log file captured power elevations above 10 watts on (B)(6) 2020. The power and flow appeared to have spiked up at the end of the log file. The log file contained transient power/flow spikes. The pump power/flow values appeared to be on a slightly positive trend with the calculated pi (pulsatility index) being neutral. The elevated power/flow appeared sustained. These parameters were not the result of any driveline issue and were most likely clinically related. During the analysis of the log file there were elevated power and flows well above the normal parameters. This could be caused by something building up on the rotor. Another log file contained approximately 6 lines of new data. During this limited amount of new data power appeared elevated with 1 power elevations above 10 watts recorded. The patient was symptomatic. Details not provided. Patient support was ongoing.